Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old female with cardiomyopathy was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported the pump was unable to get above p7. The impella was replaced with a new one. No patient harm was reported

Manufacturer narrative:
The investigation into low pump flow issue has been completed since the initial report was submitted. The device was not returned for investigation. Per the clinical information and data logs, many suction alarms occurred. Motor current spike observed around the time of the low pump flow issue observed. The cause of the low pump flow issue most likely was biomaterial ingestion.